Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer was depuy. The tray was in fact loose and easily removed. Surgeon removed a size 5 tray and a size 5x5 stab insert. Surgeon replaced it with a size 4 attune rev tray, 18x110 pressfit and an attune size 5x16 stab insert.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) under mrn 1818910-2018-78911 is being retracted because it is a duplicate of mrn 818910-2021-08222. All further reports associated with this product from this event will be submitted under mrn 1818910-2021-08222. (B)(4) under mrn 1818910-2018-78911 is being retracted.